Manufacturer narrative:
Date sent to FDA: 2/26/1998 this medwatch is for sample number three listed below. H6 method represents pinhole testing. H6 results represents no abnormal results found. Samples evaluation summary: three samples were received for the two events reported. Visual and pinhole testing was done on the contaminated samples that were returned to us by the customer. This testing revealed that strikethrough had not occurred through the impervious areas of the gowns and there were no pinholes found in the materials tested. -sample number one, medwatch report number 1618732-1998-00041. -sample number two, medwatch report number 1618732-1998-00009. -sample number three, gown had a large amount of blood on the outside of the sleeve, 1/4" above the cuff and had a small amount of blood on the inside of the sleeve which apparently wicked from the cuff to the interior of the reinforcement.

Event description:
Customer states that blood strikethrough occurred on two extra-protection surgical gowns. One gown reportedly had blood strikethrough on the left sleeve up to the elbow. The other gown reportedly had blood strikethrough on the front of the gown and on both arms. This is two of two reports filed for this reported event.